Event description:
Pt recently diagnosed with implant rupture underwent surgery for removal of bilateral silicone implants and capsulectomy. Surgical findings were intracapsular rupture on the right side and extracapsular rupture on the left side. The right and left implants were removed. Each implant had ruptured and spread into pt's breast tissue. It was not possible to harvest any solid parts of the implants for pathological examination. The pt had the silicone implants for over 20 years.